Event description:
Patient fell in radiology department from transport stretcher; stretcher was located against wall unit and side-rails were down for cross table x-ray. Patient was on a transfer device (hovermatt), which was inflated to accomodate the x-ray. The transfer mat, with the patient secured to it, slid off the stretcher to the floor.